Event description:
A report was received that the patient was experiencing superficial pain at the lead site. The patient's relief loop at midline incision had migrated superficially toward the skin which was causing irritation and pain at the midline incision. The patient underwent a lead revision wherein the physician repositioned and buried the lead a little deeper along the midline. The patient was doing well following the procedure.